Event description:
It was reported that the device is showing error for mother board issue. No patient injury was reported.

Manufacturer narrative:
The returned device first time in for service over 15 years in the field and the failure resulted from corrupted eeprom memory chip due to wear of age. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.